Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump display was black in the upper corner. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with white spot in the upper right hand corner of the lcd display due to moisture damage on the electronic assembly. The insulin pump passed self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. No moisture was found on the motor or force sensor during our visual inspection. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, pillowing keypad overlay and minor scratched lcd window.